Event description:
Manufacturing related ref: 3008452825-2019-00642, 3009600098-2019-00032. When attempting oct with the first catheter, the monitor showed a connection issue. A second catheter was used but the issue persisted. The doc was not working. The procedure was not able to be complete and was rescheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.